Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing is showing a fault error. This occurred during use in a case with no patient effect. Measures were taken such as turning the power back on, reconnecting the pump tube, replacing the tube with a new one, and changing the pressure setting, but the situation did not change. The water supply was switched to a pressurized bag and the surgery was completed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-6410 main pump tubing was received for investigation. - visual evaluation of the returned device noted no apparent issues with the returned device. - functional testing was performed by connecting the returned device to a known good pump and running water through the device. No issues were noted during testing. The ends of the tubing were clamped to replicate a closed system, and the water level was not found to rise, indicating no problem with the tubing. No leaks were identified. Fixture test: the tubing was tested with a fixture to verify that air was not leaking from the white connector. While testing with a fixture, the neoprene sleeve expanded. This behavior is expected¿no problem was found. No air bubbles were observed when the white connector was submerged underwater, indicating no problem with the y- connector. - no problem found. - refer to investigation photos. - the complaint allegation is not confirmed.